Event description:
It was reported the patient had lumbar electrical shocks. No action was required and it was unknown if there was a product issue or if it was resolved. It was noted the event was ongoing with no further therapeutic action plans but was then later noted the event had stopped. It was unclear if the event had resolved. If additional information is received a follow-up report will be sent.

Event description:
Additional information from the healthcare provider of the foreign clinical study reported the event was resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported no actions, nothing to report. The cause was unknown.

Manufacturer narrative:
Concomitant product: product ID 3898, lot # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).